Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair, the firstpass st became stuck and would not open using the ratchet handle. The procedure was successfully completed using a competitive device. There have been no reported patient complications.

Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include improper technique or the use of frayed or damaged suture. The instructions for use (IFU) provides adequate warnings, precautionary measures and instructions regarding the use of the product. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.